Manufacturer narrative:
Medication's - aspirin and metoprolol. Additional devices involved - (pxc201000/8162034 and pxc181400/7996322). (B)(4).

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up imaging identified a distal type I endoleak on a contralateral leg component (device unknown). It was reported the cause of the endoleak is unknown and no aneurysm enlargement was reported. On the same day, an intervention was performed to treat the distal type I endoleak. A contralateral leg component was implanted for distal extension. The right hypogastric artery was intentionally covered as it was determined that the left hypogastric artery was patent. Final angiography showed resolution of the aneurysm enlargement and endoleak, and the patient tolerated the procedure.

Event description:
Final angiography showed resolution of the endoleak and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.